Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer determined the issue was associated with speaker assembly which is physically damaged. After parts replacement, the device was returned to functional use with no further issues identified.